Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained random no delivery alarm multiple times. Blood glucose level of the customer was unknown. The customer also stated that the insulin pump had error but the customer didn't recall which error it was. The insulin pump will not be returned for the analysis.